Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer screen was frozen. It was noted that the parameters were unable to be changed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer screen was frozen. It was noted that the parameters were unable to be changed. It was noted that the programmer passed incoming function tests. It was noted that the left display latch hasp and keyboard hinges were broken. The keyboard top frame and rear cover display were broken. The upper and lower bullets were missing. An electromagnetic interference repair was performed as a preventative measure. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.